Manufacturer narrative:
The reported complaint of a pop sound on the thermogard xp ivtm system (serial # (B)(4)) and fluid leak was confirmed during visual inspection. The investigation findings revealed that the root cause of the reported complaint was due to a broken white guide roller of the system's pump rotor as a result of wear and tear. System was manufactured in january 2016 and has been operating for over 3 years and has exceeded its expected serviceable life of 3 years. To remedy issue, the white guide roller was replaced. No other physical damage on the thermogard console was observed during visual inspection. No discrepancy observed during console's event log review. Initial functional testing passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During intravascular temperature management (ivtm) therapy with a male patient, customer reported that a piece of the tubing on the start-up kit (lot #unknown) ruptured at the roller pump of the thermogard system (serial # (B)(4)). According to the customer, a "pop" sound was heard and noticed fluid leak all over the console, mainly in the air trap. The thermogard system alarmed and displayed "max warm". Customer discovered a broken white plastic piece of the suk inside the roller pump that holds the tubing in place. The issue occurred during the cooling phase about 2 hours into the ivtm therapy. Patient was currently at targeted temperature of 36 degrees c. The hospital staff continued therapy by placing blankets on the patient. No consequence or impact to patient.